Manufacturer narrative:
Citation: hiremath pg et al. "Early transcatheter aortic valve function with and without therapeutic anticoagulation." Journal of invasive cardiology. J invasive cardiol. 2017 nov;29(11):391-396. Doi: not available. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an evaluation of the association between anticoagulation therapy and changes in early prosthetic valve function in patients following transcatheter aortic valve replacement (tavr). All data were collected from a single center between 2012 and 2015. The study population included 412 patients (predominantly male; mean age 81 years; 94 % caucasian), 117 of which were implanted with medtronic corevalve bioprosthetic valves and 13 were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, adverse events included: valve-in-valve tavr and increased mean valve gradients. Based on the available information, medtronic product may have been associated with the adverse events. No adverse patient effects or product performance issues were reported.